Manufacturer narrative:
The lab stated that analysis did not occur as it was a non-analyzable medical issue. Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had their system explanted due to an infection in the ins pocket. The patient was given antibiotics. The issue was resolved at this point and the patient was having a battery replacement on (B)(6) 2018. No further complications were reported or anticipated. No device allegations were made.